Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va1bx7l, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturing representative. It was reported that the patient developed an infection after stage 2. The patient had pain and redness directly over the implant site. It was noted that redness radiated down the leg and into the back. The patient stated that he fell directly on the pocket site during the advanced evaluation. During the stage 2 the healthcare professional did not feel the pocket was infected so he proceeded with the implant. It was noted that the patient reported to the emergency room two days after implant. The healthcare professional determined the pocket site was infected and the device was removed surgically. The patient was admitted to a healthcare facility due to the infection and the issue was reported to be resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.